Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: · stock review: there is no inventory available for this product code and lot number. · quantity produced / imported: national manufacturing of (B)(4) units. · distributed amount: distributed to 37 clients from different cities of (B)(6). · background: we reviewed the database of claims and verified that to date, there are no reports of incidents that are related to this product code and lot number. · batch record: the documentation corresponding to the manufacture of the lot was reviewed and verified that the lot had a normal controlled process, no deviations or changes during production are identified. · results for batch release: the results obtained for batch release, evidence compliance with the parameters usp and b. Braun for this type of suture, are attached results issued in quality certificate as follows: results for batch release, tension resistance in knot (kg-f), reference value (usp) 2.00, results of the analysis, minimum 2.48, maximum 3.13, average 2.83. Analysis of sample (s): the sample received was subjected to visual examination; the sample corresponds to a used suture fraction of 30 cm in length, without packaging, nor needle (there are traces of blood on the thread surface). It is not possible to perform a resistance test to the sample, since it does not have the necessary storage conditions for its analysis. Conclusions: it is not possible to establish a clear cause on the affected suture, based on the sample received; however, it should be noted that the yarn should not be removed from its solution nor moistened with serum, alcohols or other substance that affects the original wetting of the suture, as this affects the organic lamellae of which the yarn is formed, affecting its vector behavior and resistance. We take note of this incident and if any closed sample is received in the future, we will reopen the case and analyze it. Device not returned.

Event description:
Country of complaint: colombia. The medical device suture catgut chrome 2/0, was report that when using the chromed catgut in a patient, it frayed and breaks.